Event description:
It was reported that the patient was admitted after pump stop while on power module power, suspected to be due to driveline fatigue. The patient was asleep and asymptomatic when pump stops and low speeds occurred. The patient was awaiting routine heart transplant anyway. There were two holes in the driveline that required silicone tape.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was discharged on (B)(6) 2021 after being admitted (B)(6) 2021 for pump stop on (B)(6) 2021. The patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. A review of the submitted log file contained data from day 38, hour 19, minute 54 through day 46, hour 4, minute 29, per the timestamps. From day 40, hour 17, minute 26 through day 40, hour 18, minute 56, the patient experienced multiple low speed advisory, low speed hazard, and low flow hazard alarms. During this time the motor stopped 5 times resulting in lowered pump parameters. The low speed and pump stop events occurred while the patient was connected to the power module. The data captured in the log file is potentially consistent with damaged wires in the patient¿s driveline and is consistent with the evaluation of the returned pump. (B)(6) was returned assembled with the driveline cut approximately 2.25 inches from the pump housing and 29¿ of the distal end of the driveline was returned. The apical sewing ring was returned with the green suture present. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned with the pump. The flex section and the graft underneath were cut in half. The distal portion of the flex section and inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Following the visual inspection, both portions of the driveline were submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed that the orange wire, on the proximal portion of the driveline, had multiple breaches at approximately 0.25 and 1.5 inches from the pump. The red wire also had a breach at approximately 1.5 inches from the pump. All other wires did not reveal any areas of current leakage in the insulation. The breaches were found on the pump end portion of the driveline, so the device was not rebuilt and functionally tested. If the exposed conductors of the red or orange wire contacted the braided shield or each other while the system was operating on a grounded power source (power module or mobile power unit), the resulting short could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2015. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.